Event description:
It was reported that the c-arm will rotate by itself occasionally. No injury reported. A field engineer was dispatched to the site and determined the c-arm switches needed to be replaced. Once this was completed the system was working as intended.

Manufacturer narrative:
The rotation switch was returned to hologic for investigation. No fault with the switch was identified. The issue was confirmed in the field but could not be duplicated upon inspection at hologic. The switch was functioning as intended. A definitive root cause cannot be determined, however, a worn out actuator which is used in combination with the switch could be a possible cause of the event. A review of the system complaint history showed no recurring similar events.